Manufacturer narrative:
Approximate age of device - 9 months. The device was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was expired due to lvad thrombosis. No further details were provided.

Manufacturer narrative:
Report source): corrected information. Manufacturing evaluation conclusion: the pump was not explanted and was therefore not available for analysis. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The instructions for use also provides details regarding the recommended anticoagulation therapy and inr range. A review of the device history record revealed that the device met specifications. No further information is available. The manufacturer is closing the file on this event.